Manufacturer narrative:
This report is resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Article attachment: ¿the first 4 years of postmarketing safety surveillance related to the mitraclip device: a united states food and drug administration maude experience."

Manufacturer narrative:
Date of death - estimated. Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Implant date - estimated. The devices were not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information was not provided. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A conclusive cause for the reported death cannot be determined. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling. The other adverse events and device malfunctions mentioned are filed under separate MFR numbers. The first 4 years of postmarketing safety surveillance related to the mitraclip device: a united states food and drug administration maude experience. Na.

Event description:
This is filed to report the patient deaths. It was reported through a research article identifying the mitraclip device that may be related to the following adverse events: patient deaths, tissue damage, mitral stenosis, stroke, myocardial infarction, hospitalization, medical intervention, and surgical intervention, and the following device issues: unable to grasp the leaflets, single leaflet device attachment/slda, clip entanglement, and complete clip detachment. Details are listed in the article, titled ¿the first 4 years of postmarketing safety surveillance related to the mitraclip device: a united states food and drug administration maude experience." Please see article for additional information.